Event description:
Vns patient was experiencing pain in their neck and chest in the area of the device and that their blood pressure and heart rate were low. The pt reported that they felt the neck and chest pain with device stimulation, but not with every stimulation cycle. The pt reported that they were seen in hosp emergency room three days due to the pain, at which time the ER physician indicated that their blood pressure and heart rate were low and that the vns could be causing it. The pt planned to follow-up with their neurologist for device diagnostic testing. Investigation to date has been unable to determine whether the vns therapy was contributing factor to the reported hypotension and/or bradycardia.